Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose in the range 400mg/dl. Customer also reports that insulin pump alarmed for no delivery. Customer states the insulin exited. Customer was able to bolus to correct the high blood sugars. Insulin pump will not be return for analysis.